Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular (lv) lead exhibited failure to capture. The lv lead was not used and the patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Visual and electrical examination did not find any anomalies.